Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault -defective blower, lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The device was not returned to manufacturer. The log files shows that the device temperature continue to increase even after the trigger of the blower failure alarm. The device reached maximum temperature of 139.9 degrees celsius, which was attributed to be caused by a clogged filter. The troubleshooting tests show that the blower is damaged due to insufficient current. The technical support requested the customer to inspect the main electronics for blower driver hardware damage.

Event description:
The customer reported that blower failure confirmed with this unit. No patient involvement reported.